Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 79.0, rate was 2.1, and 19.75 was given. Bubbles were observed. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.